Manufacturer narrative:
This report is being supplemented to provide a correction based on the legal manufacturer's final investigation. A review of the device history record confirmed the device was manufactured and shipped in accordance with the manufacturing specifications. Based on the information provided for the investigation, communication error b30 was not reproduced, and video connector socket failure was not confirmed. Based on the investigation results, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center displayed error code b30. The cable connector socket was defective. The issue occurred, after laparoscopic surgery. There were no reports of patient harm.